Event description:
It was reported that "dr (B)(6) was using the screwdriver to take a screw out and the tip of the screwdriver broke off into the head of the screw.

Manufacturer narrative:
Product investigation is ongoing. Additional info will be provided in a supplemental MDR report at the conclusion of the investigation.